Manufacturer narrative:
On (B)(6) 2024, the customer contacted motive customer service stating that he used the motive device to treat his right knee. After the second treatment, the customer noticed some gel pulled away from the pad and stayed on his leg; each treatment thereafter the gel degraded further. The pad read 68% of usage on the app and the customer found two burn marks on his leg. It was reported by the customer that one of the burns was deep. This customer reported that he had completed 6 treatments: 10 min (1); 30 minutes (2), 30 minutes (3); 30 minutes (4); 30 minutes (5); 30 minutes (6). Initially the customer used a dime size about of electrode gel on his leg before treatment; however, the treatment discomfort prompted him to increase the amount to electrode gel that was used on his leg before treatment. Treatment time and levels: therapy time (minutes): vmo intensity @start vmo intensity @end rf intensity @start rf intensity @end 1 minutes on (B)(6)2024) , 5 40 2 40 29 minutes on (B)(6) 2024) , 52 58 39 46 30 minutes on (B)(6) 2024) , 61 67 54 58 30 minutes on (B)(6) 2024) , 60 72 52 68 30 minutes on (B)(6) 2024 , 59 67 63 72 30 minutes on (B)(6) 2024 . 60 55 57 54 a review of the device history record (DHR) showed this device including the stim generator, garment and electrodes had met all the applicable manufacturing specifications. The customer discarded the component / therapy pad it will not be returned.

Event description:
On (B)(6) 2024, the customer contacted motive customer service stating that he used the motive device to treat his right knee. After the second treatment, the customer noticed some gel pulled away from the pad and stayed on his leg; each treatment thereafter the gel degraded further. The pad read 68% of usage on the app and the customer found two burn marks on his leg. It was reported by the customer that one of the burns was deep. Ths customer had completed 6 treatments: 10 min (1); 30 minutes (2), 30 minutes (3); 30 minutes (4); 30 minutes (5); 30 minutes (6). Initially the customer used a dime size about of electrode gel on his leg before treatement; however, the treatment discomfort prompted him to increase the amount to electrode gel that was used on his leg before treatment.